Manufacturer narrative:
A field services engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The insufflator was replaced and then the system was tested and confirmed to be working as expected. Intuitive surgical, inc. (Isi) received the product for failure analysis testing and the reported issue of an error 2001 was confirmed and replicated. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed into a known good in-house system and it powered on with error 2001.

Event description:
It was reported that the system had a 2001 error displayed on the insufflator at startup. The customer decided to use a third party insufflation for the case. The customer is requesting a field services engineer (fse) to visit to check the system. There was no patient involvement as this was identified upon system start-up.